Event description:
Customer reported the nurse call receptacle on the alarm does not hold a secure fit with the nurse call cable. Customer did not provide a date of event. No pt incident or injury reported.

Manufacturer narrative:
Eval - results: eval of the returned alarm found when the nurse call cable is moved while plugged into the receptacle, the nurse call light toggles on and off at the nurse call test fixture. The nurse call receptacle's housing is loose. No other physical damage is observed. This unit has been in service for other three years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).